Event description:
It was reported when using the pyxis medstation es system had drawer failure.the customer reported that a malfunction occurred when the user attempted to dispense medication to the patient, resulting in a delay in the medication issuance process.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the left-hand rail was broken, and the bearing cage had detached from the rear of the casing. The field service engineer replaced the left side rail and the drawer in the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.